Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported bellavista1000 giving alarm 300 - device in failsafe while on a patient. Furthermore, the customer confirmed that the patient was swapped out to another device. At this time,there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Vyaire medical determined the root cause due to a defective inspiration valve nt. As a resolution, vyaire replaced unit insp block and initiated to install software patch 21, run all calibrations, base test and vent performance test. All passed according to manufacturer specs.